Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). Carefusion has made a requested to the foreign distributor to provide additional information concerning the reported event, evaluation and repair of the device. As of (B)(4) 2013 there has been no response from the foreign distributor. Should additional information became available a follow-up medwatch report will be submitted.

Event description:
The following description of events was copied from an e-mail received from a distributor in (B)(6). "When we power on the ventilator with the normal external power source, we can hear the buzzing sound but there is no self-checking sound at next step. When the ventilator does delivery the gas normally, if the alarm light flashes when one alarm be active, at same time we find there is without alarm sound. We check the alarm system (buzzer and speaker) there are no problem with them. Any alarm be active without alarm sound at same time: low fio2?"